Event description:
It was reported that a clinical study patient was experiencing difficulty charging the ipg and reported that the ipg was in an uncomfortable location. The patient's ipg was explanted and replaced with a new one. The patient is reportedly recovering

Event description:
It was reported that a clinical study patient was experiencing difficulty charging the ipg and reported that the ipg was in an uncomfortable location. The patient's ipg was explanted and replaced with a new one. The patient is reportedly recovering. Additional information was received indicating that the investigator deems this event to be related to the procedure and device. Additional information was reported that prior to the explant procedure, the patient was experiencing thinning of their skin over the ipg site.

Manufacturer narrative:
The returned precision ipg was analyzed and was found to be completely depleted upon receiving it. Electrical tests found that the asic (application-specific integrated circuit) u2 to be leaking excessive current . The ipg was unable to retrieve device data using an external power source. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes the reported event of difficulty charging the ipg was confirmed. Electrical testing found that asic u2 to be damaged. This type of damage is similar to when a device is exposed to high voltage transients or high radio frequency during a procedure. The probable root cause of this event is unintended use error caused of contributed to event. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The event of the ipg being in an uncomfortable location is a known inherent risk of device use. A labeling review was performed and lists persistent pain at the ipg site as a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
The returned precision ipg was analyzed and was found to be completely depleted upon receiving it. Electrical tests found that the asic (application-specific integrated circuit) u2 to be leaking excessive current . The ipg was unable to retrieve device data using an external power source. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. With all the available information, boston scientific concludes the reported event of difficulty charging the ipg was confirmed. Electrical testing found that asic u2 to be damaged. This type of damage is similar to when a device is exposed to high voltage transients or high radio frequency during a procedure. The probable root cause of this event is unintended use error caused of contributed to event. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. The event of the ipg being in an uncomfortable location is a known inherent risk of device use. A labeling review was performed and lists persistent pain at the ipg site as a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that a clinical study patient was experiencing difficulty charging the ipg and reported that the ipg was in an uncomfortable location. The patient's ipg was explanted and replaced with a new one. The patient is reportedly recovering. Additional information was received indicating that the investigator deems this event to be related to the procedure and device. Additional information was reported that prior to the explant procedure, the patient was experiencing thinning of their skin over the ipg site. Additional information was received that prior to the explant procedure, the patient was also experiencing an abscess on a stitch and it was determined that there was an infection at the ipg site. The event has reportedly resolved.